Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 04/26/2018 reporting that the cause was undetermined. It was unknown if a surgery would be planned. The patient was going to try recharging and then see their health care provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient said they felt their recharger burning from recharging and the ins was not holding a charge. It was unknown if there were any external factor that may have led to the issue. No troubleshooting was performed and no actions were taken. The battery was depleted at the office visit. The issue was not resolved at the time of the report. It was indicated that the doctor may replace the system. The rep stated they were unable to locate the patient registration or obtain information from the doctor. No surgical intervention occurred and it was asked but was unknown if surgical intervention was planned. The event date was asked but was unknown. No further complications were reported/anticipated.